Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the cartridge compartment was damaged and the battery cap could not be attached. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no defect found with the cartridge compartment. There was no damage for the battery or cartridge cap. Unrelated to the original complaint, the battery compartment was cracked from the top, between the bumper pad and top, and from the top to the cover part.